Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (essure removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, alopecia and fatigue had resolved and the abdominal pain, headache and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, headache, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy of removal dates- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received: new events- migraines / headaches, fatigue were added. Event outcomes were added. Lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (essure removed on (B)(6) 2014). At the time of the report, the pelvic pain, dyspareunia, abdominal pain, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received:case became incident. Patient date of birth added. Event injury nos deleted and updated with events 'dyspareunia, pelvic pain, abdominal pain, hair loss, headaches' were added. Product stop date. Event pelvic pain marked as incident. Reporter details updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.